Event description:
It is reported that the pt received the recall notification letter from her surgeon. The pt states that the upper left leg is sore and painful to the touch. The soreness has been there since the implantation. The pt is unsteady on her feet and has fallen a few times due to weakness in the hip and thigh. The pt also complains of extreme fatigue. The pt is scheduling an appointment with the surgeon for eval.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.